Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had been treated with an unexplained pain and was scheduled for an exploration with possible revision. During the exploration, it was noticed the glenosphere was loose. After tightening the glenosphere, it was seen that all other components were well fixed but still the 42 +3 poly cup was replaced. No further information. Doi: (B)(6) 2019; dor: (B)(6) 2019; left knee.